Event description:
It was reported that during implant the lead exhibited exit block. The physician elected to replace the lead adn use a different one. The original lead was explanted and returned to sjm for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis could not confirm the complaint. The lead passed all tests and performed as expected.